Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was above 400 mg/dl. Customer¿s current blood glucose was 300 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was declined for high blood glucose and under delivery. Customer had been using the insulin pump system within 48 hours of reported high blood glucose. Auto mode system was not applicable at the time of event. Customer stated they had hardware low level failures alarm which was able to clear and self test was good. The insulin pump will not be returned for analysis.